Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, it was noted that after attaching the clip, the tip becomes stiff and tries to open but won't open. The procedure was completed with no reported injury.